Event description:
The set oxygen concentration was 100% and actually was 30%. Therapist identified by clinical symptoms. Biomed contacted immediately. Examined and identified internal o2 module separated and did not cause a change in the reading.